Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the three volt battery, and reloaded the system cmos set up defaults. The system was restored to normal operation and is operating as intended at this time.